Event description:
Customer reported that on (B)(6) 2012 she received a reading of 136 mg/dl on her adc blood glucose meter which was lower that she felt. Customer also reported receiving a reading of 269 mg/dl on (B)(6) 2012 on her adc meter which was higher than she felt. Customer further reported that on (B)(6) 2012 she started experiencing symptoms of "confusion and not her usual self." The customer then tested her blood glucose level and received a reading of 189 mg/dl on her adc blood glucose meter which was lower than she felt. The customer noted that she believed the symptoms she experienced on (B)(6) 2012 were related to readings that she received starting (B)(6) 2011. Customer experienced a loss of consciousness and denied self-treatment. Paramedics were called and received a reading of 40 mg/dl on the hcp meter. The customer was treated on the scene with "oral glucose and orange juice." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Retain testing was requested for the reported test strips. Retained test strip samples from the same lot reported by the customer (1173855) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.